Manufacturer narrative:
Additional information: d4, d9, d10, h4 h3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the baseplate/glenosphere inserter. Therefore, no investigation is deemed for the other device. The associated devices were returned and evaluated. The visual inspection revealed that the threaded tip of the baseplate/glenosphere inserter had been fractured off and lodged in the 15 deg augment baseplate full wedge. Additionally, the device had signs of indentations/wear on the top of the rod handle. During evaluation, the threaded tip from the baseplate/glenosphere inserter was able to be removed from the 15 deg augment baseplate full wedge. Visual evaluation of the 15 deg augment baseplate full wedge did not identify any issues or damage to the implant beyond minor cosmetic damage from attempted implantation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a shoulder arthroplasty it was noticed that the threads of one (1) baseplate/glenosphere inserter snapped when inserting the glenoid baseplate. The fractured threads remained inside the baseplate implant. The procedure was resumed, after a non-significant delay, a backup glenoid baseplate was opened and it was re-engage with the remaining threads on the glenoid inserter. Patient was not injured as consequence of this problem.